Event description:
The customer ran a blood test on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for investigation. New meter and strips were sent to her.